Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned for analysis. The reported dislodged stent was able to be confirmed. The reported difficulty to remove was unable to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with mild tortuosity and moderate calcification. A 3.5x12 mm xience alpine stent delivery system (sds) was advanced toward the target lesion and was not able to cross. The sds was removed with resistance, the stent dislodged and was found inside the rotating hemostatic valve (rhv). The stent was removed with the rhv from the anatomy. The lesion was ultimately treated with a smaller size xience alpine stent. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.